Event description:
Boston scientific received information during a patient follow-up that this right ventricular (rv) lead was oversensing atrial beats during atrial tachy response (atr) episodes. Only the atrial sensed beats are being oversensed and not the atrial paced beats. It was also noted that it appeared there was noise also on the shock channel. The pacing impedance measurements are in normal range. The patient is pacemaker dependent and also has a history of atrial arrhythmias that required ablation treatment in 2011. The patient reported occasional dizziness and lightheadedness, but it is unknown if it is corresponding to the oversensed episodes. The health care professional (hcp) also reported seeing a pause in ventricular pacing for one beat during the follow-up. The sensing was reprogrammed and defibrillation threshold (dft) testing is being considered. Data was sent to boston scientific technical services (ts) and a ts consultant confirmed that there was oversensing of the p-waves on the ventricular channel resulting in nonsustained episodes. The ts consultant discussed further programming changes that could be performed to resolve the oversensing. The patient will be seen in the clinic at a later date to evaluate the lead and programming. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.